Event description:
Information was received indicating that during annual maintenance a smiths medical level 1 hotline blood and fluid warmer failed to alarm. There was no patient involvement and no reported adverse effects.